Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., d.9., g.2., h.3., h.6.

Event description:
Device has been explanted.

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, yellow/brown particles on the device's outer surface and one linear opening. A microscopic analysis and leak test were performed which identified one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp opening on the side posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: h.3; h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device remains implanted.